Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the atrial and right ventricular lead noise episodes were noted during a follow-up in clinic. The patient was asymptomatic. The issue was noted previously in the past and programming changes were made to overlook some of the noise. No further intervention was made and the patient will continue to be monitored.